Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis with culture positive for staphylococcus coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis may have been due to a family visit where everyone had colds, however, the consumer was not sure if this was what caused the infection. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h11031 and h11g21065. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number h11i28066. An exception noted for the batch but does not indicate any issues related to the complaint. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.